Manufacturer narrative:
The reagent lot number was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable hba1c tq gen.3 assay results for 21 patient samples tested on a cobas c 111 analyzer. One patient sample with discrepant results was noted from the list provided: the initial result from the previous reagent lot was 14.2%. The repeat result from the new reagent lot was 13%. The doctor questioned the result, prompting the rerun.

Manufacturer narrative:
The field service engineer inspected and decontaminated the analyzer. He performed calibrations and qcs using fresh materials and comparison tests with successful results. Fresh calibrators and controls were prepared and run on the system, with readings aligning with the target values. Product labeling states: "maintenance "three-monthly - cleaning the water and waste containers." "Cleaning the water and waste containers you must clean the external water and liquid waste container to prevent the build-up of contaminants. Contamination can affect the water quality and therefore the quality of the results produced." The investigation determined that incomplete customer maintenance caused the event. The investigation determined that the service actions resolved the issue.